Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with tobramycin injection 2gm per day intraperitoneally, fortum 1gm/daily intraperitoneally for 14 days and heparin 2ml/every exchange for peritonitis. It was not reported if the patient has recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.